Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: october 18th, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint handpiece and lens were received inside sterilization pouches. The original folding carton, patient ID card, a blank implant notification card, and the directions for use (dfu) were also received. Visual inspection under magnification revealed stress marks on the cartridge; however, the stress marks were within specifications. Further inspection of the cartridge revealed viscoelastic residue dispersed throughout the length of the cartridge. No issues with the cartridge that could cause or contribute to the complaint issue could be identified. The lens module was opened and inspected, no marks that would indicate that the plunger rod advanced incorrectly could be identified. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Viscoelastic residue was observed underneath the lens module, suggesting that an excessive amount of ophthalmic viscosurgical device (ovd)/ balanced salt solution (bss) may have contributed to the complaint issue. The complaint lens was received coated in viscoelastic residue. The lens was cleaned and a scratch in the center of the optic was observed. No further issues with the lens were identified. The complaint issue of cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of assembly issues was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Furthermore, during the product evaluation, no issues with the complaint handpiece were observed; however, viscoelastic residue was observed underneath the lens module, suggesting that an excessive amount of ovd/bss may have contributed to the complaint issue. The manufacturing records were reviewed and confirm that the product was manufactured within specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Corrected data: upon further review it was noted that "g4" field for the PMA number was inadvertently populated with p980040 on the initial MDR; the field should have been left blank as the narrative indicated that the report was being filed on an international device that has a similar device distributed in the unites states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the surgery, the cartridge of the pre-loaded intraocular lens (iol) had separated from the injector after the balanced salt solution (bss) was injected into the hydration port during preparation/ handling. The physician loaded the cartridge back into the injector to implant the lens. However, a scratch was observed at the center of the optic after implantation into the eye. The lens was removed and there was no patient injury. Through follow-up we learned, that the iol was explanted the day after the implantation. No further information was provided.